Event description:
It was reported that pptwos was noted on the patient's implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.